Event description:
The customer reported that during an rf ablation procedure for liver cancer, the ablation generator did not function properly and the output power did not increase as intended. The electrode was replaced but the problem occurred again. The generator was reset and an error condition occurred. The procedure was discontinued without injury to the patient.

Manufacturer narrative:
Covidien reference #: (B)(4). Evaluation of the incident ablation generator was performed by covidien (B)(4) service center. A failure of an inductor on the hvdc board was identified. With the inductor failure, there would be little or no dc power to drive the outputs, resulting in the reported error condition. The root cause of the inductor failure could not be determined. The fault was corrected and the generator was found to function properly. Evaluation of the concomitant electrode found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). . To date, the incident generator has not been received for evaluation. If the generator is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.